Event description:
The doctor called to report the customer was hospitalized for high bgs. It was stated that the date was incorrect and the basal rates should be programmed at 3.0 for 24 hours. The doctor believed that the high bgs were due to patient error. The doctor also did not want to perform further troubleshooting on the pump.